Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an implanted advanix biliary stent was removed from the patient during an endoscopic retrograde cholangiopancreatography (ercp) performed in the common bile duct on (B)(6) 2021. It was reported that the stent was implanted approximately for three months. During the planned stent removal procedure, while withdrawing the stent from the patient, the stent broke into two pieces. The broken stent was removed with a grasper and no new stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.